Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 2,000 mcg/ml unknown baclofen at a dose of 549.5 mcg/day via an implantable infusion pump for intractable spasticity and other spasticity. It was reported that on (B)(6) 20186 the patient's pump was explanted and replaced due to a product problem. The end of life pump was returned to the manufacturer for analysis. No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
Additional information received made this event non-reportable. No further regulatory reports will be submitted unless information is received making the event reportable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) indicated that there was no device issue and the pump was explanted and replaced due to normal end of battery life. There were no patient symptoms. The patients weight at the time of the event was reported. No further information was reported.